Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The error message is indicating that the dual-port ram is defective. The failure could not be reproduced. However, the master control board of the device was replaced and will be investigated.

Event description:
During patient treatment the device showed the error message "e 25". All pumps stopped and the arterial pump was operated with hand crank for 1 min 30 s. Device worked fine after the 3rd restart. Surgery was finished without further problems. Patient wasn't harmed. (B)(4).

Manufacturer narrative:
The error message is indicating that the dual-port ram is defective. Therefore the master control board of the device was replaced and has been investigated by life cycle engineering. According to the investigation report no visual damaged could be detected. The voltage of the battery was 3.67 v which is normal. The mpb was installed in a system control panel of an hl20 and put into operation. The output of the service interface was monitored. The device ran for approximately 6 hours and was 20 times switched on and off during the test. Additionally the board was heated and cooled down. No malfunction of the board could be detected and no error message occurred, neither on the display nor in the service interface. Although the failure could not be reproduced, the most probable root cause is a sporadic defect of either the memory ic12 or one of the processors ic9 and ic18. Thus, the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Internal reference: (B)(4).